Event description:
The reporter contacted animas on (B)(6) 2013 reporting that this morning the patient forgot to reconnect to pump after the shower. The reporter stated that the patient¿s blood glucose (bg) was in the 500mg/dl range with ketones. The reporter stated that they took the pump to school to give insulin by injection with novolog and reconnected pump. Customer support (cs) suggested that each time the patient removes pump to place it in suspend so it will alarm a reminder. This report is being made due to the patient¿s hyperglycemic event that resulted from the patient forgetting to reconnect to the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error (the patient the patient forgot to reconnect to the pump).

Manufacturer narrative:
Follow-up #1: date of submission 08/29/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/02/2016 with the following findings: the black box begins on (B)(4) 2016. Due to continuous use of the pump the black box data/histories for the event have been overwritten. Available daily insulin delivery totals correctly reflect the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering within required range and delivering accurately. Unable to duplicate the complaint, the pump information for the complaint date has been overwritten. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.